Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent failed to open. The stent was deployed in the clot for 5 minutes. The stent was removed from the patient, there were no kinks/damage on the stent. Dsa fluoroscopic equipment was used during the procedure. The stent was not positioned in a bend. The device was prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was being treated for an ischemic stroke in the middle cerebral artery. The patient's mrs baseline was 4 and procedure was 4. The patient's nihss score baseline was 15 and post-procedure was 7. The patient's tici score baseline was 1 and post-procedure was 2b. An IV tpa was not contraindicated and 1 pass was made with the device. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 300 minutes.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the introducer sheath was found kinked at ~2.0cm from the proximal end. The solitaire fr pusher was found undamaged. The marker coil was found undamaged and unstretched. No irregularities were found with the solitaire fr proximal marker/attachment zone. The stent non-working (tear drop) length struts were found kinked within the introducer sheath. The finger markers were found properly aligned within the introducer sheath. The stent was advanced out of the introducer sheath with light resistance encountered. The non-working length struts were confirmed kinked. No damages or irregularities were found with the working length struts or finger markers. No breaks or separations were found with the returned solitaire fr revascularization device. The entire working length of the stent device was found fully opened. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure to open¿ could not be confirmed as the entire length of the stent was returned already fully opened. Possible causes for failure to open are patient vessel tortuosity or finger marker entanglement. Customer reported devices were prepared per IFU, vessel tortuosity as moderate, device was not placed in a bend, and no damages and kinks were found on the stent at the time. The non-working length stent was found kinked. Possible causes are incompatible catheter, damaged catheter, patient vessel tortuosity, user uses same micro catheter with multiple solitaire devices, user does not maintain correct continuous flush rate, rhv loose during delivery, or introducer sheath damage. Possible causes are rhv overtightened, sheath not fully seated in catheter hub or damaged during preparation or handling. As the micro catheter used in the event was not returned for analysis, any contribution of the microcatheter towards the kink and failure to open could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.